Manufacturer narrative:
N response to the customer's report of the issue with the 3rd rental (serial number (B)(4)), customer service conducted troubleshooting with the customer, including disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying breast shield fit. During troubleshooting, the customer changed the membranes, tubes and caps and indicated that suction was restored. The customer was provided with instructions regarding part/accessory user, care and maintenance and was instructed to return the pump to the rental station if further issues develop. Additionally, the customer was sent 21mm flex breast shields. In follow up with the customer on (B)(6) 2020, the customer confirmed that she was diagnosed in (B)(6) with mastitis via a tele-visit with her ob-gyn and was prescribed antibiotics. She indicated that the mastitis resolved and she was currently working with a local lactation consultant to help her with low milk production. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2020, the customer alleged to medela llc that even on the highest vacuum setting, her 3rd rental symphony pump (serial number (B)(4)) was not emptying her breasts. She further indicated that she was using non-medela breast shields. The customer contacted medela again later that same day, (B)(6) 2020, asking for a recommendation for breast shields for users with elastic nipples. On (B)(6) 2020, the customer reached out again by emailing medela's lactation consulting (lc) services, looking for some advice from an lc familiar with exclusively pumping. She indicated that she had been exclusively pumping for 15 months and provided a long backstory, which included issues with four pumps: three (3) rented symphony hospital grade pumps, including the 3rd symphony rental that she alleged the issue with on (B)(6) 2020 (see above), and a sonata personal use pump. The backstory included an allegation that after experiencing an issue with her 1st symphony rental pump (serial number unknown) after almost one year of use, immediately upon using a 2nd symphony rental pump (serial number unknown) in the (B)(6) 2020 timeframe, she noticed that the left side didn't seem to empty as effectively as the 1st rental pump and she was experiencing discomfort, especially when wearing a bra. She further alleged that she developed mastitis in her left breast around mid-march (the subject of this medwatch report). It was as if the pump just couldn't express the milk. This improved after she got new tubing, caps and membranes. However, her supply on the left side had never been quite the same. She saw a breast specialist who indicated that it just seemed that her nipples were prone to getting "gunked up" and she should try lecithin (dietary supplement) and double check her breast shield size. In the june timeframe, her left side started to respond better and she was able to reduce her pumping time to 90 min max per day, three pump sessions, producing her normal average of 36 oz. Per day. She felt that she was in a very good place! She used this 2nd rental symphony pump at vacuum level 4 (expression mode) and felt that it was adequate enough to express milk quickly, to where she could hear the streams of milk flowing. Then, on (B)(6) 2020, she went to pump, and as soon as she turned on the symphony, it chimed and displayed error. She took the caps and membranes off, turned on the pump, and the diaphragm was pulling with such intensity that it was puckering and leaking air. She called the rental station and was able to make another exchange and received the 3rd rental that she alleged the issue with on (B)(6) 2020 (see above).